Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the image processor. System operates as intended. (B) (4).

Event description:
The customer reported the system failed state inspection, image quality is not diagnostic quality. No patient injury was reported.